Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer also reported that insulin pump received a spanish anomaly alarm. Customer's blood glucose was 257 mg/dl. Customer states that insulin pump was exposed to moisture. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No alarm was noted. No moisture damage was found on the electronics, motor, battery tube or vibrator. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.